Event description:
Boston scientific crm rec'd info that the pt was admitted to the hospital with a heart rate of 30 beats per min. This right ventricular (rv) lead exhibited loss of capture (loc). A lead revision procedure was performed where this lead was successfully repositioned. To date, no adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.